Event description:
It was reported that the device was implanted and explanted; however, the explant reason is unknown. No further details were provided. Follow up with the health provider indicated that the device is not available for return; however, the reason why was not indicated.

Manufacturer narrative:
Device not returned.